Event description:
Cause: pt suffered a secondary fall causing a proximal femur fracture. Fracture repair on the original fracture was done correctly, no one can predict an accident or the outcome. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.